Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The letter of recommendation stated that the patient has periodontal issues and recommended to have treatment from a local orthodontist to closely monitor their periodontal issues. This is a contraindicated patient.